Event description:
The jetstream catheter was used to treat lesions in the proximal, mid and distal sfa. Two passes were made in the minimum diameter configuration through the length of the lesion. Two passes were made in the maximum diameter configuration up to the mid-sfa. Then the physician attempted to use the device in the minimum diameter configuration in the distal sfa and met some resistance. The physician thought it was the lesion causing it, when in reality the artery was too small to accommodate the maximum diameter of the device. The physician acknowledged that he pushed the device beyond its capabilities and should have stopped after using the device in the minimum diameter configuration. The artery dissected from the adductor canal to the mid-politeal artery. As a result, emboli were knocked into the tibio-peroneal trunk and the ostium of the anterior tibial artery. The emboli were removed with an export catheter. The dissection was treated using a balloon and three self-expanding stents. The patient was fine.

Manufacturer narrative:
The device was received at pathway and investigated per the complaint information. Based on the investigation and the complaint information received from the physician, the manufacturer concluded the dissection and resulting emboli were caused by the physician utilizing the device in the maximum diameter configuration in a vessel that was too small to accommodate the diameter safely. The dissection and emboli were treated accordingly and the patient is fine.